Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the implanted neuro stimulator (ins) had loss of therapy. 'Coupling and or communication issues' were reported. Caller reported not being able to adjust stimulation. Caller reported display showing "call your doctor" icon. Caller reported a power on reset (por) condition. Use of antenna locate feature resulted in a por being displayed on ins recharger which then led to the normal recharging screen. After the recharge and clearing por condition, caller stated she was now able to make an adjustment with the programmer. Caller stated she had no further questions or concerns at this time. Caller stated she would be speaking with hcp regarding her programming. No further information was available at this time.